Event description:
Hcp reported the pt had been experiencing increased spasticity that required increased doses of baclofen without relief. They tried injecting dye into the sideport and gave a 100mcg bolus of baclofen with no differnece noted. They were able to aspirate cerebro spinal fluid from the port. They did a spinal tap and gave 100mcg baclofen with prompt relief. They thought about doing a rotor study, but the pump had been delivering the correct amount of medication, so the rotor was not thought to be the problem. The plan is to inject more dye to check for a pocket fill and to possibly do a myelogram. The pt is having no withdrawal symptoms except for the increased spasticity. Pt is being supplemented with oral baclofen also.